Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received one 3 way catheter. Evaluation was confirmed and unable to inflate due to tear at inflation funnel which had caused water leak out. Tear was examined under microscope and noted to be rounded and not smooth. Sample was examined under microscopic and identified this is related to manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: [directions for use] 1. Method of use insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be inflated as the user injected water using a syringe during pretest. Per evaluation, a tear on the inflation funnel was confirmed. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018 corresponding exemption number: e1997042.